Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was "feeling nauseous", and was hospitalized due to low blood glucose (bg) levels (51 mg/dl). Reportedly, the customer believed the pump settings needed to be adjusted. Customer was treated with phenergan and released from the hospital the following day. At the time of the report, customer's bg level was 127 mg/dl, and customer discussed the reported issue with their endocrinologist.